Manufacturer narrative:
The device has not been received for evaluation. Should additional information be received, a supplemental form will be completed.

Event description:
It was reported that the customer experiences high blood glucose levels one the insulin gauge gets to approximately 40 units. Pump delivery system check was performed and insulin did not exit tubing until after 5 units.